Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Another cartridge was loaded and occlusion alarm reoccurred. There was no reported impact to blood glucose. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. A different issue was identified.